Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the dissection and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
Sus voluntary event report (mw5069872) was received with the following information: "pt (patient) was getting a cardiac catheterization when an attempt was made to close the groin with a percutaneous close device. Howeveer, it maldeployed. A second attempt was made to use a separate device. This also maldeployed and could not be removed. Emergent surgical intervention was done, remove the device and repair femoral artery laceration. Diagnosis or reason for use: ischemic cardiomyopathy with high grade residual circumflex. Event abated after use stopped or dose reduced: yes. Is the product compounded: no. Is the product over-the-counter: no." Subsequent to the sus voluntary event report the following additional information was received: the physician is trained in the use of the proglide device. The devices were used in the left common femoral artery. No additional information was provided.